Event description:
In 2009, the pt reported that over the weekend, she had elevated blood glucose readings in the 400-500's mg/dl. Her target range is the low 100's mg/dl. She had no symptoms and bolused insulin via her infusion device to correct her readings. She stated she was camping and dropped her device, and the luer lock came off the adapter. She said her device is not cracked, and she reconnected the tubing to her device. She changes her infusion headset every 2 days and her tubing and cartridge once a week. She was advised of the proper change schedule. She stated she does not use the area above or below her belly button and site rotation was discussed with the pt. She stated her blood glucose is currently within her target range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.